Event description:
It was reported the generator had high impedance during a replacement surgery. The generator was connected to the patient's already implanted lead, and high impedance was seen. The device was interrogated and tested again and had normal impedance. The device was tested for hr sensitivity, and after the settings were programmed, the device was tested with system diagnostics and the impedance was high. The lead was reinserted into the generator, and retested. The impedance was high. The generator was tested with the test resistor pin, and the impedance was high. The device history record was reviewed and the generator passed all specifications prior to distribution. The device has been received into product analysis and results are pending. No additional information has been received to date.

Event description:
Product analysis was completed for the generator. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The reported allegation was not duplicated in the pa lab. Communication, lead impedance, and current received were normal for all diagnostic tests performed. The indents on the set screw indicate that at one time the lead pin or test resistor was secured into the generator. There were no performance or any other type of adverse condition found with the pulse generator. Programming history was reviewed for the patient¿s previous generator. There was no evidence of high impedance seen prior to the replacement. Programming history was reviewed for the generator. High impedance was seen intermittently during the implant procedure. An increase in impedance indicates that there was most likely a pin insertion issue during the implant procedure. The surgical note for the replacement was received and reviewed. It was noted that ¿we tried to program it, however the impedance was high. We tried a few times and then finally tried with a pin. The battery itself was not working ¿. We therefore replaced it to a vns aspire sr 106 mode.... This time we had no problem with the impedance and we programmed it using the same parameters again." There was no mention of generator or system diagnostics in the note. No additional or relevant information has been received to date.